Manufacturer narrative:
Device evaluation: the pump remains implanted supporting the patient with no further issues reported. Approximately 11.75 inches of the external/distal end portion of the driveline that was removed during the repair was returned for investigation. Electrical continuity testing of the driveline in the condition that it was received did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A review of the submitted log file confirmed the reported transient low speed events and pump stoppages which occurred while the patient was supported by the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, the evaluation of the external/distal end portion of the driveline did not reveal any compromised wires that would have contributed to the reported alarms. The heartmate ii lvas IFU and patient handbook explain that all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The IFU provides driveline care instructions and also outlines indications of driveline wire damage as well as how to respond to such events. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 7 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the vad system produced several audible and visual low speed advisory and driveline disconnect alarms that were very short in duration. The vad clinician exchanged the patient¿s primary system controller. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages that only appear to have occurred while the vad was connected to the power module. Review of x-ray images identified a potential area of concern approximately 6-8 inches from the distal end. The patient was provided an ungrounded power module patient cable for use while on power module support. A distal end percutaneous lead (driveline) replacement is scheduled for (B)(6) 2017. No additional information was provided.

Event description:
Additional information: the patient received a percuataneous lead (driveline) replacement on (B)(6)2017. Approximately 14 inches of the external portion was removed and will be returned for analysis. No additional information was provided.